Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown as information was not provided. If explanted; give date: not applicable as the iol remains implanted in the patient's eye.. Device evaluation: the product was not returned to the manufacturing site as the lens remains implanted. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was elevated intraocular pressure (iop) in the patient¿s left eye after implantation of an intraocular lens (iol). It was reported the patient had an iop of 26mmhg (13mmhg above baseline) and pressure-lowering medication was the given to the patient. Through follow up, additional information was provided stating current iop level is unknown as next visit has not yet occurred. Simbrinza was prescribed to the patient, and is still being used. The reported symptom does not affect normal daily activities. No additional information was provided to johnson & johnson surgical vision.